Manufacturer narrative:
The sample was discarded. No companion samples were provided. Should samples be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
This is a report received from a foreign peritoneal dialysis facility. Reportedly a transfer set cracked during patient use resulting in peritonitis. A transplant (unknown) had to be postponed for the second time. The pt was treated for peritonitis (unknown treatment). The actual sample is not available due to contamination.